Event description:
In 2000 the surgeon placed three different types of 2.0 plates and screws. On the date of event pt was sent back to surgery for two of the plates to be removed along with three screws and two more types of 2.0 plates and one 1.0 plate and three screws were replaced. Approximately four months later pt was taking back to surgery where one each of 01-8054, 01-8055, 01-8016 and 01-7504 were removed and replaced with four l plates and one chin plate.